Event description:
It was reported to the manufacturer by the end user, per the end user "the patient fell out of his bed twice this morning. The first fall occurred at 6:39 am and the second was at 1:30 pm. Therapy came in and tried to work with the patient on positioning with the mattress. However after therapy left, the patient fell out of the bed again." The patient sustained a small laceration above the right eye to the middle of the forehead. The laceration was cleaned and steri strips were applied for closure of the laceration by facility staff. Upon speaking to the facility, they stated that as the air was re-distributing in the mattress the patient rolled out of the mattress on to the floor. Complaint (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.